Manufacturer narrative:
Initial testing on (B)(4) 2012 found the ac power cord ground prong was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that ground prong on the ac power cord was broken. There were no reports of any adverse patient effects, delays in critical therapies, or necessity for medical intervention while in clinical use. No additional information was provided.